Event description:
The caller questioned the delivery accuracy of the spirit combo insulin pump because her readings were 400 mg/dl and she has no explanation for this. No adverse event reported. A request was made for the return of the device.

Manufacturer narrative:
The event occurred in (B)(6) while this product is not sold in the united states, it is like or similar to a product marketed in the united states. (B)(4).